Manufacturer narrative:
(B)(4). Returned product evaluated with no problem found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 95 to 120 mg/dl. Testing performed four times daily. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to competitor's meter. Back to back blood test performed fasting on (B)(6) 2015 produced test results of 48 mg/dl using trueresult meter and 78 mg/dl using competitor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 77 mg/dl and 78 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.